Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, into an existing stenotic and insufficient surgical valve, a gradient of 27 mm hg was noted. A post-implant balloon aortic valvuloplasty was performed with a 25 mm non-medtronic balloon and the valve dislodged. A snare was used to move the valve into the ascending aorta where it remained in a stable position. Subsequently, a second valve was successfully implanted valve-in-valve, with the outflow portion of the second valve frame in contact with the inflow portion of the first valve frame. No additional adverse patient effects were reported.